Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-00409. It was reported the patient's scs system started autoreducing sometime before christmas. A system diagnostics revealed multiple lead contacts to be invalid. The patient does not have any stimulation therapy on his left side. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00409. Follow-up information identified the patient underwent surgical intervention and both of his scs leads were replaced. Reportedly, the patient has effective stimulation coverage and is doing well.